Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra smart meter did not turn on. The medical affairs specialist (mas) attempted to contact the patient to obtain additional information. The complaint was classified based on the customer care advocate (cca) documentation since the mas was unable to speak with the patient. The patient said, the reported meter fell into water and the issue with his meter not turning on first occurred on two days prior to original date at 4:00 pm. The patient alleged that he took an increased dose of diabetes medication, humalog insulin 20 units, as a result of the reported issue at an unidentified time. After the issue occurred, the patient claimed to feel lightheaded, dizzy, and shaky at an unidentified time. The patient denied being tested with another device and denied receiving medical intervention. Information regarding the patient's diabetes treatment regimen was not provided. The cca noted misuse of the reported meter. The patient's products were replaced. The complaint is reported because the patient alleged that he took increased insulin as a result of the reported issue and claimed to have experienced symptoms that suggested hypoglycemia after that.